Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 1627487-2023-03510 and 1627487-2023-03511. It was reported that the patient's ipg became inoperable as a result of not charging it and the associated leads had migrated. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced while the leads were repositioned to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.